Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt a shocking sensation down their leg when an electromyography (emg)nerve conduction test was performed on their arm 3 days ago in (B)(6) 2017. The patient normally had stimulation in their leg for scs. No further complications were reported.